Event description:
Procedure: total abdominal. The surgeon was using a hand-trol pencil. The coag button stayed activated after the button was released. Scrub deactivated the pencil, by rolling her finger over the button. This hand-trol pencil is distributed by cardinal health in a custom kit pack.